Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins was not charging anymore. Patient stated it had been several weeks, even maybe a month or two since he had last charged his stimulator because he had lost his recharger. Prior to the call the patient stated they talked to a manufacturer's representative (rep) and was instructed to call pss. Patient mentioned their next appointment on (B)(6). No further complications were reported/anticipated. Information was received from the healthcare provider. It was reported that the cause was not determined. However the patient had a battery replacement scheduled and was waiting for approval to have it done. Replacement scheduled for (B)(6) 2020.